Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient experienced withdrawal. The patient went through "terrible withdrawal" which included symptoms of altered mental status, the "shakes", cold feeling and "itching." The withdrawal took place approximately 3 years prior to the report date, when the pump was empty. The medications in the pump were baclofen, morphine. It was later reported that the withdrawal event took place 4 years prior to the report date, so it was unclear exactly when the event took place. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID 8709, serial # (B)(4), implanted: (B)(6) 2005, product type catheter.